Event description:
The device was returned for damaged casing around the power button. During physical inspection, it was found that there was a detached downstream occlusion (dso) seal.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the device's downstream occlusion(dso) seal was detached. The dso seal was replaced.